Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's settings would deplete and the intensity level would default back to 0.0 volts. No symptoms were reported. The cause of the stimulation going back to 0.0 volts was unknown at the time of the report. The rep had performed reprogramming setting up adaptive stimulation as well as checking impedances, however the issue did not resolve. It was noted the rep would have additional information the week of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-jun-11 mpxr 531349 (con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's settings would deplete and the intensity level would default back to 0.0 volts. No symptoms were reported. The cause of the stimulation going back to 0.0 volts was unknown at the time of the report. The rep had performed reprogramming setting up adaptive stimulation as well as checking impedances, however the issue did not resolve. It was noted the rep would have additional information the week of june 18, 2018. No further complications were reported or anticipated. 2018-jun-12 crts 3721576 (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient is programmed at 12 ma and 8 ma. When the patient checks the ins, the controller defaults to 0 ma. The patient completely loses stimulation. The patient said this happens every day and occurred last sunday night. No discharge events were reported. No further complications were reported. From pe-702608743-2018-jun-12 crts 3721576 (rep): information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient would recharge to 70% and it will stop recharging while excellent. It then says ¿no device found.¿ the patient said he doesn¿t even move when this occurs. Reports were tried to be reviewed, but a message stated ¿you have exceeded the maximum session have occurred off line". Stimulation usage was reviewed and it did not appear the patient has been discharged which may explain stim turning off. The patient had 100% usage from 5/2023 to 6/2012. A report was requested to be sent in to technical services. The patient was going to keep a diary of when these events occur. No further complications were reported. 2018-06-22 crts 3721576, rpl 211284, rpl 211285 (con) additional information was received reporting that the patient was having the same issue and seeing error messages that they didn't recognize. They wanted a controller and recharger just in case. No further complications were reported. 2018-07-09 vm, e1 (con, rep) additional information was received from the patient who called and reported that for the past 3 months their device has malfunctioned 500 times not working properly. The patient stated they haveworked with 3 different manufacturer representative and issues have not been resolved. The patient would like to have the device removed. Patient reported they were unable to charge their device, losing device, no impulses in their back and not feeling any stimulation on their right side of their body. The manufacturer representative responded from follow up sent that the patient refuses to meet to receive a new recharger, unknown what further actions/interventions were taken to resolve their issues, and patient's weight was unknown at the time of event. 2018-07-11 e2 (rep) additional information was received from the manufacturer representative who responded from follow up sent to them. The representative reported the patient did not want to meet with them to received their new recharger, no further actions/interventions were taken. The patient did not have the remote in their possession and will not meet to determine issue. Patient's weight was unknown. 2018-07-23 crts 372156 (rep) additional information was received from the manufacturer representative who reported they met with the patient. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they spoke with hcp and reviewed results of the mdt file that was created on (B)(6) 2018. Reviewed that pt's stim had shut off 16 times between implant and (B)(6) 2021 due to the ins battery being too low. Also reviewed that pt had shut off their stim 4x between the implant and date of mdt report. Also reviewed that the pt had turned different programs on and off during (B)(6) 2021 as well. Reviewed that there was no malfunction seen with ins function per the report. Reviewed that the "error code" screen ("pt02") that the pt has seen on his controller isn't associated with a system error per se (seen under menu as "last error code"). Reviewed that this is a normal code that just reflects that the ins was bonded to some external device, so it would be an expected code to occur. Dr. Fishman indicated that the pt wants to get his current scs system removed and get a new scs system from another manufacturer, however dr. Fishman doesn't think they could get insurance to cover this since the pt's intellis system doesn't appear to be defective in any way so they wouldn't have any rationale for implanting a new scs system. Dr. Fishman did mention that he has discussed revising pt's lead because the pt isn't getting as good a coverage as he was initially right after implan t. Dr. Fishman says the pt had good stim coverage initially after implant but this went away with time (dr. Fishman didn't specify a specific timing).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient is programmed at 12 ma and 8 ma. When the patient checks the ins, the controller defaults to 0 ma. The patient completely loses stimulation. The patient said this happens every day and occurred last sunday night. No discharge events were reported. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, lot# (B)(4). Implanted: (B)(6)2018 explanted: product type programmer, patient product ID 97755, lot# (B)(4) implanted: explanted: product type recharger product ID 97745, lot# (B)(4). Implanted: explanted: product type programmer, patient product ID 97755, lot# (B)(4). Implanted: explanted: product type recharger product ID a710, lot# serial# unknown implanted: explanted: product type software. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Refer to regulatory report #3004209178-2018-13394 submitted on (B)(4)2018. The referenced report pertains to the same issue reported in this report. Upon further review, it was determined that these two reports are related and if further information is obtained, it will be submitted through this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was having the same issue and seeing error messages that they didn't recognize. They wanted a controller and recharger just in case. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who called and reported that for the past 3 months their device has malfunctioned 500 times not working properly. The patient stated they have worked with 3 different manufacturer representative and issues have not been resolved. The patient would like to have the device removed. Patient reported they were unable to charge their device, losing device, no impulses in their back and not feeling any stimulation on their right side of their body. The manufacturer representative responded from follow up sent that the patient refuses to meet to receive a new recharger, unknown what further actions/interventions were taken to resolve their issues, and patient's weight was unknown at the time of event. 2018-07-23 crts (B)(4) (rep) additional information was received from the manufacturer representative who reported they met with the patient. No further complications reported and/or anticipated at this time.